Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after a surgeon inserted an intraocular lens, model zkb00, and started to rotate the lens, the surgeon noticed that the posterior capsule was opened and a significant amount of vitreous was pushing forward. The replacement lens was a 3 piece lens (no info). The patient seemed to be okay during the follow-up exam. No additional information was provided.

Manufacturer narrative:
Additional information was provided about the patient and the surgeon. The surgeon's name is dr. (B)(6) and he expected issues during surgery because the patient had anatomy issues. There were no other patient injuries. (B)(6). The intraocular lens was returned to the manufacturer for evaluation. Visual inspection using a microscope at 12x magnification showed the lens was damaged, most probably to make remove and replacement possible. The complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. The information, although limited, does not indicate any relationship of the complaint with product design or manufacturing. All pertinent information available to abbott medical optics has been submitted.